Event description:
Reportedly, the ventricular vega r58 lead implanted on (B)(6) 2020 and during a routine follow up dated on (b)(60 2023 an intermittent loss of capture at 4.5v @1.0ms was observed. Therefore a reintervention was performed on (B)(6) 2023 and a low impedance (at 186 ohms) was noted. The lead was capped and remains inside the patient body.

Manufacturer narrative:
Correction: h6 section: the appropriate health effect code is: 'no clinical signs, symptoms or conditions'. H7 section: the remedial action is 'replace' and not 'patient monitoring'.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the ventricular vega r58 lead implanted on (B)(6) 2020 and during a routine follow up dated (B)(6) 2023 an intermittent loss of capture at 4.5v @1.0ms was observed. Therefore a reintervention was performed on (B)(6) 2023 and a low impedance (at 186 ohms) was noted. The lead was capped and remains inside the patient body.

Event description:
Reportedly, the ventricular vega r58 lead, implanted on (B)(6) 2020 and due to observed low impedance (at 186 ohms) and intermittent threshold capture at 4.5v 1.0ms, a reintervention occurred on (B)(6) 2023. The lead was capped and remains inside the patient body.